Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, in addition to the transapical procedure itself, there were patient risks factors for apical bleeding which may have also contributed to the event (i.e. (B)(6)female patient). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transapical tavr procedure, bleeding continued despite fastening of the suture after removal of an ascendra+ introducer sheath. The patient was transfused and the area was repaired with bio-glue. The apex was sutured with horizontal mattress suture technique and the tavr procedure was performed in a usual fashion. A 26mm sapien xt valve was deployed in a 70:30 aortic position as intended. Despite of fastening the suture after removal of the sheath, bleeding continued. One suture was added. Hemostasis was achieved using absorbable hemostat (surgicel), tissue sealing sheet (tachosil) and bio-glue (beriplast). The patient received 6 units of rcc and 8 units of ffp, as well as autologous blood transfusion with cell saver. The physician stated that the cause of the bleeding possibly caused by loosening the suture during tightening it.